Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of questionable ise indirect na, k, ci for gen.2 for 1 patient sample on a cobas c 111. The sample was repeated in a different laboratory on a cobas 6000 c (501) module. The initial na result was 221 mmol/l and the repeat results were 182 mmol/l and 161 mmol/l on the c 111. The na result was 142 mmol/l on the c 501. The initial k result was 5.17 mmol/l and the repeat results were 5.17 mmol/l and 5.17 mmol/l on the c 111. The k result was 4.10 mmol/l on the c 501. The initial cl result was 62 mmol/l and the repeat results were 78.1 mmol/l and 91.1 mmol/l on the c 111. The cl result was 102.7 mmol/l on the c 501. The customer believed the repeat results from the c 501 were accurate and matched the patient's clinical history. There was no allegation of an adverse event. There were no erroneous results reported outside of the laboratory. The qc was acceptable. The na, k, and cl electrodes and expiration dates were asked for but not provided. The customer performed daily maintenance, changed the ise solution calibrator and the reference solutions. The calibration and qc were acceptable on all of the other assays. The customer replaced the ise reagents. The customer primed and conditioned the electrodes. The customer replaced the reference electrode. The calibration and qc were acceptable and there were no further issues. The investigation determined that the maintenance performed by the customer resolved the issue. The investigation did not identify a product problem. The cause of the event could not be determined.